Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, a patient had an oesophageal bleed. Gastroscopy was performed on (B)(6) 2016 and the patient suffered dysphagia. The patient potentially got a food bolus stuck and then had haematematsis. The endoscopy revealed clots obstructing the mid-oesophagus. The mid area was treated by rfa 32 days previously which required 4 days in the hospital additional information has been requested. Should we receive additional information, a supplemental will be filed.